Event description:
The customer reported that a patient expired on (B)(6) 2021 and that they wanted to review the clinical audit logs from the event.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull the customers audit log history. The audit logs show many red alarms that occurred at 6:59 am and then many more red alarms at 8:14 am. Good faith efforts were sent to clarify whether or not the customer was alleging any malfunction of the philips device but attempts to gather that and other additional information were unsuccessful. If additional information is received this case shall be reopened. Their is insufficient information to rule out a product malfunction. The audit logs show that red alarms were occurring around the time of the patients death. It is unknown whether or not the customer alleged any malfunction of the philips device or if this was a clinical application support request. Good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient expired on (B)(6) 2021 and that they wanted to review the clinical audit logs from the event.